Manufacturer narrative:
Post market vigilance (pmv) received one device. Visual examination of the staple cartridge noted that the reload had a full complement of staples and the reload was fully fired. The reload was loaded into a pmv representative device for functional testing. The reload interlock was overridden and the reload was fired. During firing the reload articulated unexpectedly. All staples were placed and test media was transected. The reload was dismantled. It was observed that the proximal end of the adapter was broken. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to a broken lock ring tab. The reported condition was confirmed. The file was concluded to be a misuse of the product. Replication of the damaged sulu adapter may occur due to over flexure of the reload while being attached to the instrument. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, it was noticed that the proximal end of the sulu, where the black internal end meets the silver external shaft, was loose. The sulu device was removed from the field and another was opened. There was no patient injury.